Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. This emdr represents the information provided for device # 1, a separate emdr will be filed for device # 2. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2006, the patient underwent surgery for repair of a right inguinal hernia. As reported, a bard/davol perfix plug (device # 1) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2007, the patient underwent an additional surgery to repair a recurrent right inguinal hernia. As reported, a bard/davol perfix plug, reference number (B)(4), lot number hurf1641 (device # 2) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2011, the patient underwent an additional surgery for incision of the existing mesh and repair of a recurrent right inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. This emdr represents the information provided for device # 1, a separate emdr will be filed for device # 2. If additional information is obtained, a supplemental MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of implant. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 11 months post implant of perfix plug, patient was diagnosed with hernia recurrence thereby underwent repair with removal of mesh. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This supplemental emdr represents the perfix plug (device #1). An additional supplemental emdr was submitted to represent the perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2006, the patient underwent surgery for repair of a right inguinal hernia. As reported, a bard/davol perfix plug (device # 1) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2007, the patient underwent an additional surgery to repair a recurrent right inguinal hernia. As reported, a bard/davol perfix plug, reference number (B)(4) , lot number hurf1641 (device # 2) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2011, the patient underwent an additional surgery for incision of the existing mesh and repair of a recurrent right inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, "the hernia sac was dissected away from the cord and it was opened. A medium-sized perfix plug (device #1) was placed through the internal ring. A patch was placed over the inguinal floor and sutured." On (B)(6) 2007 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with mesh removal (device #1) and implanted with perfix plug (device #2). Per operative notes, "the hernia was identified and the cord was dissected away from the hernia. The previous patch (device #1) was dissected away from the hernia sac medially and the sac was reduced. A medium sized perfix plug (device #2) was then placed through the defect and sutured." On (B)(6) 2011 - during hospital visit, patient was diagnosed with recurrent right inguinal hernia. On (B)(6) 2011 - patient underwent recurrent right inguinal hernia repair. Per operative notes, "there found to have a mesh as well as a perfix plug (device #2) laying at the superficial ring level in the subcutaneous tissue. This mesh (device #2) was incised. There was a large hernia which was very closely applied to the cord structures into the mesh. The large sac was dissected free and reduced into the abdominal cavity. The mesh and plug were firmly applied to the cord structures. The mesh was not removed from the superficial ring region and was left in place." Attorney alleges that the patient had hernia recurrence, incision of mesh and emotional injuries.